Manufacturer narrative:
Unit received from customer through distributor. It was confirmed for decontamination and a visual inspection performed. The drain valve on the unit's water trap bowl was damaged; cause unknown. Visual and audio alarm was working on initial test; however, was subsequently found to be intermittent on continued testing and evaluation. Root cause unknown.

Event description:
Unit at (B)(6) medical center has a sample line blocked with blinking red light/no audible alarm. The noxboxi unit was running with vdr unit in picu. Vdr had sterile water dripping in the nebulizer cup that is used in circuit on vdr. The unit was set to 20 ppm but delivering 2.8 ppm. Device was pulled and replaced with new device. No patient harm as new unit functioned normally.